Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
It was reported that the customer experienced a high blood glucose level of 465 mg/dl. She also received a motor error and a no delivery alarms. Her blood glucose level was corrected with a manual injection. She was advised to disconnect from the insulin pump and revert to back up plan. The product will be returned. Nothing further to report.